Event description:
A zoll territory mgr called zoll customer support to report a (B)(6) male pt was receiving frequent check belt messages and check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, check belt messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.